Event description:
It was reported that a user experienced unexplained hyperglycemia while using the ilet, with glucose rising to 378 mg/dl despite an initial full supply change and normal tubing fill and drop verification; glucose later rose again and, upon a subsequent supply change due to low insulin volume, the user observed a slightly bent cannula after removal. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and education with device disconnection, tubing priming, reconnection, and multiple supply changes, without alarms or hospitalization. Investigation included remote troubleshooting to confirm infusion delivery via observed drops during tubing fill and user inspection of the infusion set upon removal. Investigation of this case revealed evidence of a bent cannula, which can impede insulin delivery and contribute to hyperglycemia, although the specific root cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.